Manufacturer narrative:
Batch review performed on 22-dec-2025. Lot 143132: (B)(4) items manufactured and released on 21-jul-2014 expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 11 years from primary, the patient came in presenting pain due to a periprosthetic femoral fracture. The surgeon cabled and plated the fracture. No implants were revised or explanted. The surgery was completed successfully.